Event description:
It was reported that during a filter placement procedure, filter deployment difficulties were encountered. The lesion was located in the inferior vena cava near the femoral vein. A pre-placement cavogram was performed, and the guide wire and braided sheath/dilator were introduced into the pt without incident. However, following release of the filter for deployment, two of the filter's legs crossed and the filter failed to open completely. The physician did not note any defect with the trigger mechanism of the introducer catheter. The procedure was completed successfully by placing a jugular greenfield. Pt status is listed as "stable".

Manufacturer narrative:
The complainant indicated that the filter is implanted; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.